Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the embolization is unknown, however, may be due to device manipulation.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, after valve implantation during a tf tavr case using a 26mm sapien 3 valve, there was a ¿little bit of regurgitation¿ so the decision was made to post-dilate the valve, resulting in the valve embolizing into the ventricle. The embolized valve remained on the wire so the decision was made to pass the delivery system of a non-edwards valve through the sapien 3. Then the non-edwards  was partially opened inside the sapien 3 valve, capturing it, so the stent of the non-edwards  was inside the sapien 3, making it possible for the team to pull everything back towards the aorta. The non-edwards was then fully expanded in the annulus, with the sapien 3 caught in the distal part of the valve. The patient remained hemodynamically stable without aortic insufficiency and trace mitral insufficiency.  The patient is doing well.